Event description:
The customer reported the ventilator went vent inop and alarmed with pressure regulation high message. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4).